Event description:
(B) (4)

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted battery bond wires. Further information received indicates the device was functioning at the time of explant. Therefore the conclusion has been updated to reflect this.